Event description:
It was reported that the insulin pump alarmed an error every time the customer tried to change the battery. The alarm has been persistent. The customer's blood glucose was 179 mg/dl. There were multiple error alarms found in the alarm history of the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant error alarm due to faulty mother board. No other error alarms were noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.